Manufacturer narrative:
Information was received indicating that immediately on use, the smiths medical cadd accessory kept on breaking and ultimately falling out. The reporter indicated that replacement of the locks did not solve the issue, and that the lock boxes were faulty. The reporter also indicated that the patient had removed the medication and staff caught them. No patient consequences were reported, and no adverse effects were reported.

Event description:
Information was received indicating that immediately on use, the smiths medical cadd accessory kept on breaking and ultimately falling out. The reporter indicated that replacement of the locks did not solve the issue, and that the lock boxes were faulty. The reporter also indicated that the patient had removed the medication and staff caught them. No patient consequences were reported, and no adverse effects were reported.